Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The reporter stated that the unspecified primary line started to infuse but the secondary line did not start right away. The staff manipulated the bag and the spike until the secondary line started infusion and the primary bag stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.